Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred on the pump. The alarm was successfully cleared and insulin deliveries were resumed. There was no reported adverse impact to the customer's blood glucose level.